Manufacturer narrative:
Motor error alarm during the basic occlusion test and unable to prime during prime/compromised forces sensor system test due to faulty force sensor resistor. Motor passed motor test. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during an infusion set change. Customer's blood glucose was 150 mg/dl. Device was unable to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.